Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported a display anomaly on his insulin pump. When he would press certain buttons, there would only be a partial display. The customer's blood glucose was 300 mg/dl, which he treated with the insulin pump. The customer stated the insulin pump was dropped and was advised that to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.